Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and two months later, computed tomography of abdomen and pelvis without intravenous with po contrast was performed, and result showed that the bard type inferior vena cava filter was positioned below the renal veins. The filter struts have penetrated through the wall of the inferior vena cava into the pericaval or mesenteric fat. After three weeks, pulmonary ventilation/perfusion scan demonstrated low probability for pulmonary embolism. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced stabbing pain on the right side with the filter; however, the current status of the patient is unknown.